Manufacturer narrative:
Complaint confirmed, the impactor head is broken and missing a chunk. The anvil shows light wear marks due to impaction. A likely cause is user-applied forces.

Event description:
On 12/6/2021, it was reported by a sales representative via sems that ar-611-4 tibial impactor broke. This was discovered during a procedure.